Event description:
A customer reported that their pump screen was dark and would not turn on. The customer's blood glucose level was noted to be "high," indicating an adverse impact. The customer administered a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Technical support instructed the customer to ensure the pump was not connected to a power source and to press the center of the button, but the screen did not respond. Customer reverted to a loaner pump for insulin therapy.